Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 586 mg/dl, 292 mg/dl, 200 mg/dl, 230 mg/dl, 178 mg/dl, and 181 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.